Event description:
It was reported that the patient with this leadless pacemaker and subcutaneous implantable cardioverter-defibrillator (s-ICD) system delivered an inappropriate electric shock. It was requested about the leadless pacemaker and optimization. The local representative was contacted, however, indicated that this information is kept private this product remains in use and no additional adverse patient events have been reported.